Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot up & locked up. There was no patient injury or death reported.